Manufacturer narrative:
The biomedical engineer (bme) reported the central nurses station (cns) was having lagging issues, then the application would freeze and/or crash. The cns was connected to gem-ex video extenders (kvms). The main issue occurred when the waveforms on all the sectors would blip in and out, when this occurred, they tried to click on a patient tile, but the system lags / locks up and ultimately crashes. The cns would then start backup and they would need to setup the dual display settings again with the gem-ex to get back in the software. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gem-ex video extender (kvm). Model #: gem-ex. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was having lagging issues, then the application would freeze and/or crash. The cns was connected to gem-ex video extenders (kvms). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the central nurses station (cns) was having lagging issues, then the application would freeze and/or crash. The cns was connected to gem-ex video extenders (kvms). The main issue occurred when the waveforms on all the sectors would blip in and out, when this occurred, they tried to click on a patient tile, but the system lags / locks up and ultimately crashes. The cns would then start backup and they would need to setup the dual display settings again with the gem-ex to get back in the software. No patient harm was reported. Investigation summary: the root cause is related to the improper configuration of the displaylink, which is used as a usb-hdmi driver. The group policy was not disabled for usb detection. Nka was able to resolve this issue by reinstalling the displaylink driver using the correct procedure. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gem-ex video extender (kvm). Model #: gem-ex, serial #: na, device manufacturer data: na, unique identifier (UDI) #: na, returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was having lagging issues, then the application would freeze and/or crash. The cns was connected to gem-ex video extenders (kvms). No patient harm was reported.